Event description:
The surgeon reported the following: the patient was readmitted to the hospital two weeks after the primary procedure with a staph infection and the wound was cleaned out. The patient returned to the hospital a second time as the infection is still present and they may need to be revised.

Manufacturer narrative:
Na